Manufacturer narrative:
Technician found that the bed had a cut in the power cord, replaced power cord to resolve this issue.

Event description:
Allegation received that the bed had sparked due to a frayed cord.